Manufacturer narrative:
(B)(4).

Event description:
It was reported during a procedure to upgrade the device, lower out of range atrial high voltage lead impedance measurements were observed once the left ventricular lead was attached to device. The lead was tested and the lead would not capture. The lead was explanted and another lead was implanted. The patient did not suffer any adverse effects.